Event description:
Initially, the patient reported an issue with symptoms of feeling full, bloated, tense abdomen, difficulty breathing, vomiting periodically, and nauseated associated with the homechoice device and reported under complaint (B)(4). During a follow up call, the nurse indicated the hp presented with abdominal pain and cloudy effluent on (B)(6) 2010. The hp was diagnosed with peritonitis on (B)(6) 2010. There was no exit site or tunnel infection associated with this peritonitis. The pd effluent was analyzed on (B)(6) 2010, and the white blood cell (wbc) count was 2959 cells/mm3. The gram stain performed revealed gram positive cocci, and the pd effluent culture revealed staphylococcus epidermis. The nurse reported that per hp, the heater was left on with the heat blowing while performing therapy. Per nurse, the hp denied touching anything. The nurse stated that the hp was given antibiotics to treat the peritonitis and the hp recovered from the event of peritonitis. A follow-up analysis revealed the wbc count to be 36 cells/mm3. The nurse confirmed that the hp is doing fine and continuing therapy. Per nurse, peritonitis was not related to any of the baxter pd solutions or devices the patient was on. No allegations were made against any of the hp's dialysis products. No further information was provided. The nurse would prefer not to receive any more calls on this issue.

Manufacturer narrative:
(B)(4). The sample was not returned therefore no evaluation was performed.